Manufacturer narrative:
No end user information provided. Should additional information become available, a supplemental record will be filed.

Event description:
Dealer states the unit has low o2. Upon repair, the horn was found to be missing from the unit causing no alarm.